Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the prosthesis fractured due to overload and that the screw fractured within the abutment. The fractured portion of the screw was removed and discarded from the implant and the implants are fine. There was no report of patient injury. G4: 18 jul 2019. The reported device and concomitant device were received for evaluation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of one of the screws. The hex head of the fractured screw is badly damaged and no longer retains its hex shape. The reported condition of a fractured screw was confirmed. The reported concomitant device was returned to the manufacturer for evaluation, as it is a distributed by item for which zimmer biomet does not have investigation or reporting responsibility. A device history record (DHR) review could not be performed as the reported device lot number is unknown. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review was completed for the reported device item number for similar incident dating back 12 months. No non-conformances for the reported device was found. A definitive root cause for the reported device could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the prosthesis fractured due to overload and that the screw fractured within the abutment. The fractured portion of the screw was removed and discarded from the implant and the implants are fine. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: certain® 4.1mm (d) x 3.5mm (h) non-hexed flexlink tm tibase w/ titanium screw. Item #: iestb32t, lot #: unknown. The following information is unknown at the time of this report: patient info: not provided. Manufacture date: unknown. The reported device has been received. Investigation has not begun. Once investigation has been completed, a follow up medwatch report will be submitted.

Event description:
It was reported that the prosthesis fractured due to overload and that the screw fractured within the abutment. The fractured portion of the screw was removed. There was no report of patient injury.